Event description:
It was reported that "the defect occurred during sales representative's product demonstration. When loading clip, jaw was opened and the clip fell off when firing". No patient involvement.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of ae05ml auto endo5 ml for investigation. The returned sample was visually examined without magnification. Visual examination of the returned sample revealed that the tip of the feeder was deformed. It was observed that the feeder tip was bent straight. The r & d team confirmed that an undamaged feeder tip is designed to protrude at an angle at the front of the feeder. The returned sample was returned by a sales representative and had no biological material present on the device. Upon functional inspection, the trigger was engaged to load the remaining clips. Feeder bypass was observed, the damaged feeder tip failed to remain in alignment with back of the loaded clips, preventing the clips to load properly in the jaws. When loaded, the clips failed to open in the jaws prior to complete closure. All 8 clips failed to open correctly in the jaws. Only three clips were tested for complete closure despite not opening when loaded, and the clips fully latched. These three clips were able to close, however, because they failed to fully open during loading, they would be unable to latch onto tissue in application. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. According to the customer description, the device was utilized for a demonstration. The r & d team supported the investigation and determined that potentially the end user attempted to latch a clip on the wrong material or hit the jaws against an object that could have damaged the feeder tip during functional testing. The root cause of the damaged feeder tip could not be conclusively determined. Per DHR the product auto endo5 ml lot # 73e2400860 was manufactured on 05/23/2024 a total of 298 pieces. Lot was released on 06/11/2024. DHR investigation did not show issues related to complaint. The IFU for this product was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "bent/deformed parts - feeder tip" was confirmed based upon the sample received. The device was returned with damage to the tip of the feeder and feeder bypass was observed during functional testing. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The damaged feeder tip failed to remain in alignment with back of the loaded clips, pr eventing the clips to load properly in the jaws. When loaded, the clips failed to open in the jaws prior to complete closure. The complaint could not be confirmed as a manufacturing issue as each device is tested at the end of the assembly line. A system test fixture is utilized by manufacturing to verify proper function by latching 2 clips of every device on overstress silicone tubing. Indicating the feeder tip was not damaged when functionally tested at the manufacturing site, otherwise feed bypass would have resulted in the clips failing load and latch on the tubing. According to the customer description, the device was utilized for a demonstration. The r & d team supported the investigation and determined that potentially the end user attempted to latch a clip on the wrong material or hit the jaws against an object that could have damaged the feeder tip during functional testing. For these reasons, the probable root cause of this issue could not be conclusively linked to manufacturing. Additionally, a DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.